Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold was noted on the left ventricular lead. Diagnostic imaging was performed and confirmed lead dislodgement. The lead was explanted and replaced to resolve the issue. The patient was in stable condition.